Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9296770. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 2 picture samples were received for evaluation by our quality team. Through examination of the picture samples, both show 3 needles in their packaging blister and one has a black spot of foreign matter, however, it was not able to be determined if the matter is embedded in the shield or not. The other two products in the photos show no defects upon visual inspection. Examination of the product involved may provide clarification as to the cause for the reported failure. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the cause of this defect could not be determined at this time. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that needle filter 19x1-1/2 tw had foreign matter and damage. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020. Customer had inspected 3000 needles, found some defects,the number and sort of defects as below: 187 with some extra glue on the hub, 54 with foreign matter on needles, 53 with foreign matter in packaging, 28 with shield damaged, 12 with foreign matter in shield, 14 with other defects. Pir description from sales representative had been updated on 2020-09-22. The event description was updated as follows on 2020.09.11, customer had inspected filter needles with batch 8296770 , and the number of each batch was 3,000, and there were 375 needles with defects. The types and quantity of defects are as follows: 187 with multiple glue pins, 54 with foreign body attached to steel needles (including deformation), 53 with foreign body in the bag, 28 with damaged sheath, 27 with foreign matter in the filter membrane, 12 with foreign matter in the shield and 14 with other defects.